Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery was at end of service due to three overdischarges. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal cord stimulation. It was reported that the patient had poor communication with both the recharger and the programmer and could not recharge the ins. Patient reported last charging session was about a month ago, but was not actually sure and could not provide a timeline. Patient mentioned he didn't always use the stimulator, and only used it when "other things don't work" for them. The patient was redirected to the physician to address the possible overdischarge. No patient symptoms were reported.